Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14651, related manufacturer reference number: 2017865-2020-14652. It was reported that the left ventricular lead (lv) exhibited failure to capture. During the lead revision procedure, it was noted that the lead was dislodged, as the lead was being removed x-ray showed the right ventricular lead was also moving with the lead. Testing of the right ventricular (rv) and right atrial (ra) leads revealed failure to capture on both leads. The rv, lv, and ra leads were all capped and replaced successfully. The patient had no complications and was discharged the following day.